Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that patient faced infusion set cannula bent event on (B)(6)2026. The patient reported high blood glucose which lasted for 3-4 hours and got treated with pump. No further information available.